Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.2 was opening multiple pockets. A field service engineer (fse) inspected the unit and found damaged and missing rail bumpers along with a damaged retractor band. The fse replaced retractor and bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all pockets opened in drawer during removal of klonopin. The drawer was opened, the nurse entered the beginning count, removed one tablet, then closed the pocket and drawer, but the pyxis screen did not appear to accept the transaction and drawer reopened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.